Event description:
It was reported that during an mtp fusion plate did not bend when he was trying to configure the plate better. The plate did not bend as intended then the pliers broke. There was no patient involvement or patient contact. Consultant has the broken instrument in his office. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the front tip of the left jaw was broken off. The bender corresponds to the drawings and processes at the time of manufacture. Too much force was applied to the tips causing one to break. (B)(4). The bender is over two years old and is the only complaint of this lot.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.